Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 130 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call at least two hours after meal ((B)(6) 2015; 1:16pm) with results of 177 mg/dl nad 176 mg/dl. Customer performed back to back blood test prior to call with results of 358 mg/dl and 160 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 05/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 167 mg/dl,(B)(6) 2015, 09:50:00 am; 167 mg/dl, (B)(6) 2015, 04:23:00 pm; 106 mg/dl, (B)(6) 2015, 07:15:00 pm; 259 mg/dl, (B)(6) 2015, 10:24:00 am; 235 mg/dl, (B)(6) 2015, 02:20:58 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.